Manufacturer narrative:
Model number/catalog number: 72404292. Serial number: n/a. Batch/lot number: 1100065599. Model/catalog description: lgx 15cm snap fit rt. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 1100118586. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) reservoir was replaced due to a line hole. No additional information was provided.